Event description:
Distal pin broke during insertion pin tip could be removed, patient is ok, acl is stabile with one pin. Because of short transplant, drill hole depth was only 25 mm.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A photo was reviewed of the broken piece of device confirming the complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. Internal testing shows that the single pin fixation strength for cross-pins is approximately 425n in cadaveric bones, cycling with pla pins. The clinical load requirement for the application is 250n. Therefore, the resultant single-pin fixation in this event is above the clinical load specification and does not pose additional risk of implant failure. The rigidfix system has a strong clinical history with no record of adverse events due to single-pin fixation. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and reviewed together with an npd engineer. Visual observation reveals that only the tip was returned, snapped form the rest of the pin, confirming this complaint. A possible cause to this breakage could be over insertion of the pins or off axis insertion. Because no detail of technique was provided, it is not possible to assign a definite route cause, but this can most likely be attributed to product misuse. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Distal pin broke during insertion pin tip could be removed, patient is ok, acl is stabile with one pin. Because of short transplant, drill hole depth was only 25 mm.

Manufacturer narrative:
The complaint device was received and reviewed together with an npd engineer. Visual observation reveals that only the tip was returned, snapped form the rest of the pin, confirming this complaint. A possible cause to this breakage could be over insertion of the pins or off axis insertion. Because no detail of technique was provided, it is not possible to assign a definite route cause, but this can most likely be attributed to product misuse. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of 300 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Distal pin broke during insertion pin tip could be removed, patient is ok, acl is stabile with one pin. Because of short transplant, drill hole depth was only 25 mm.